Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device u95m3k, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the echelon failed in a case 16 april. Procurement was not alerted and device not kept. Surgeon said the device did not form staples properly. Procurement was able to go back through forms and found lot numbers. A medtronic stapler was used to complete the case. There were no patient consequences.